Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio advised the customer that the device is no longer supported. The customer, a biomedical engineer, was able to duplicate the reported issue and later confirmed that the device has been permanently removed from service. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, the device was charged to shock and the device would not shock when the shock button was pressed. The device was then charged again and the device delivered a shock as expected. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.